Manufacturer narrative:
Name: tandem, country: united states of america, street: 11045 roselle street suite 200, city: san diego, state: california, zip code: 92121. For mexico. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 3003442380.

Event description:
It was reported that the patient faced the adhesive issues as infusion set fell during use on (B)(6) 2026. The insertion site was the abdomen and infusion set was in use for one day. Patient also experienced high blood glucose level at the time of the event and patient took insulin pump to resolve the issue.